Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: drivelinespecific component(s) involved: driveline malfunctionadditional text: xray sent to thoratec revealed internal kink in driveline likely kinking groundwireother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; other interventions, specifyother intervention : non grounded patient cable as recommended and provided by thoratecimplant device type: both (in the same or visit)malfunction device type: lvad